Event description:
It was reported that the caller experienced an issue with the insulin pump displaying a different fill estimate than expected. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.